Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images, radiographs, and product information were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6)2016. The patient underwent left knee revision on (B)(6)2023, approximately 7 years after their initial procedure. The patient has reported symptoms/injuries including significant pain, discomfort, impaired mobility, poor balance, and difficulty walking. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.